Manufacturer narrative:
Update: device evaluated by MFR. Device evaluated by manufacturer: visual and tactile examination of the guide wire lumen showed that the guide wire lumen was kinked and damaged at the tip of the catheter. Inserted a 0.35 amplatz super stiff guide wire into the zelante and could not get the lumen to get through an area approximately 17 cm from the tip of the catheter. Removed the inner lumen from the device and observed a kink/bend in the inner lumen 17cm from the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported high resistance occurred during removal. The 100% stenosed target lesion was located in a non tortuous, non calcified vessel. The physician was using an angiojet® zelanted vt thrombectomy catheter for the procedure. During withdrawal of the catheter, the physician noted high resistance the physician tried to reuse the catheter but it couldn't be loaded over the guidewire again. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported high resistance occurred during removal. The 100% stenosed target lesion was located in a non tortuous, non calcified vessel. The physician was using an angiojet zelantedvt thrombectomy catheter for the procedure. During withdrawal of the catheter, the physician noted high resistance the physician tried to reuse the catheter but it couldn't be loaded over the guidewire again. The procedure was not completed due to another reason. No patient complications were reported and the patient status was stable.